Event description:
The daughter of a (B)(6) male patient contacted zoll customer support to report that his monitor's response buttons were not working. Patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (defective response buttons) was confirmed. As received, the monitor's response buttons were not working. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.